Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: "cemented constrained cup dislocated following movement in patients bed. Cemented constrained cup removed and replaced with a ras shell, when impacting the 58mm ras shell the surgeon then had a fracture in the medial wall so shell was upsized to 62mm. Left hip"

Manufacturer narrative:
Reported event: an event regarding disassociation involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: the reported devices were not returned; however, photographs were provided for review. The photographs show a recently explanted all-poly constrained liner. The inner bipolar component has been removed from the outer liner. The ceramic head remains assembled to the bipolar component. The event cannot be confirmed from the photographs, as it cannot be confirmed that the disassociation occurred in-situ without x-ray images. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the bipolar component from the all-poly constrained liner. The reported devices were not returned; however, photographs were provided for review. The photographs show a recently explanted all-poly constrained liner. The inner bipolar component has been removed from the outer liner. The ceramic head remains assembled to the bipolar component. The event cannot be confirmed from the photographs, as it cannot be confirmed that the disassociation occurred in-situ without x-ray images. Further information such as return of the device, pre- and post-operative x-rays and the primary/revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: "cemented constrained cup dislocated following movement in patients bed. Cemented constrained cup removed and replaced with a ras shell, when impacting the 58mm ras shell the surgeon then had a fracture in the medial wall so shell was upsized to 62mm. Left hip". Update: the inner bipolar component dislocated from the outer component.